Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call of hospitalization for low blood glucose. The customer states the paramedics responded to their low blood glucose level of 20mg/dl. The customer states their low levels were treated with glucose IV. The customer states they had been having high blood glucose levels all day. The customer's current blood glucose level is 339mg/dl. The customer attributes their low levels to the overload of insulin they were administering, when their levels were high. Troubleshoot was conducted. The device passed the test, and was found to be operating as designed. The customer was advised to contact their health care provider regarding the high and low blood glucose levels.